Manufacturer narrative:
Upon device evaluation the product code reported was different from the one that was returned. Follow up with the reporter deemed the incorrect product code was reported. The correct product code should be 2h8546. The device was received for evaluation attached to a non-baxter sample assembly device and two non-baxter connectors with blood in the containers. During visual inspection, the separation was identified in the non-baxter product. Therefore, the reported condition was not verified in the baxter product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp continu-flo solution set separated. The event was further described as ¿the tubing set was reported to explode where the tubing attaches to the male luer during an IV infusion running on the pump¿. The event occurred during an unspecified infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.